Event description:
Caller alleged discrepant high inratio inr results. Results are as follows: date: (B)(4) 2014, inratio inr: 4.2, 1.6 and 4.5. The time between testing was one (1) hour between each test. Reportedly, "milking" finger, unable to obtain sufficient blood sample and adding multiple drops of blood. Therapeutic range 2.5 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.